Event description:
The customer experienced an issue with the analyzer shutting down, and discovered the power cord on the instrument was damaged, and the wires were exposed. No one was hurt or injured. No patients were involved in the event. The field service representative determined there was an electronic failure due to the frayed power cable and he replaced the cable. For verification, he initialized the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.